Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 19sep2023: the 2nd puncture site was required because the physician had pulled and removed the "whole thing" out as the fragment was within the first access sheath. The physician felt that if a wire was introduced to the same site, there would be a risk of the fragment being pushed inside the patient. Therefore, a new sheath was used for the 2nd puncture and the procedure was successfully completed.

Manufacturer narrative:
E1: additional phone:(B)(6), e1: postal code: (B)(6), g4: PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a left antegrade ureteric stenting, the proximal 5mm of a filiform double pigtail ureteral stent set fractured and separated. The sheath (size = 8 fr) along with the fragmented stent were removed and the procedure was restarted with a re-puncture of the left kidney. No section of the device remained inside the patient's body. The complainant has not reported any adverse effects on the patient due to this occurrence. Additional information has been requested but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, during a left antegrade ureteric stenting, the proximal 5mm of a filiform double pigtail ureteral stent set fractured and separated. The sheath (size = 8 fr) along with the fragmented stent were removed instead of continuing to use the sheath and risk the fragment being pushed inside the patient. A new sheath was used and the left kidney was re-punctured to successfully complete the procedure. No section of the device remained inside the patient's body. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation. Interview of personnel and a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control procedures. One filiform double pigtail ureteral stent was returned for investigation. The stent was returned in two pieces with the point of separation being jagged. The originally tethered coil was torn with the separated fragment of the stent still attached to an intact albeit loose tether. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The relevant manufacturing documents were reviewed, and it was concluded that the stent shape was adequately inspected during quality control. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. How supplied upon removal from package, inspect the product to ensure no damage has occurred. The cause of the separation was not able to be determined. Inadvertent misuse of force by the user could not be ruled out. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.